Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse and identified a faulty circuit board, but no conclusion can be drawn as repair info is not available.